Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 mentor became aware that the product had erroneously reflected as returned. Therefore the information provided in the supplemental report submitted on that same date should be blank as reflected in this report. Codes have been updated to reflect that the device was not returned also. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/13/2019. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/15/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a patient was involved in a car accident in 2018 and experienced a ruptured breast implant and developed capsular contracture in her breast. During evaluation of the sample, a crease running from the anterior to the posterior view was observed. Within the crease, a tear was noted measuring approximately 4 cm in the posterior aspect. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It is possible that the root cause of the rupture was the car accident in which the patient was involved. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: car accident. Concomitant products: 400cc mentor memorygel breast implant, catalog #3504001bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with a 400cc mentor memorygel breast implant experienced left sided baker¿s grade iii capsular contracture and rupture post procedure. The rupture was noted to have occurred during a car accident. The device was replaced with another 400cc mentor memorygel breast implant, and the explanting surgeon confirmed the diagnosis of capsular contracture and rupture.